Event description:
The affiliate reported the customer alleged elevated troponin I (accutni) results, within the risk stratification, for nine patients involving access 2 immunoassay system. Subsequent testing produced a lower result within the normal reference interval. The elevated results were released out of the laboratory. There has been no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012 and performed a high sensitivity (hs) system check which passed within system specifications. The fse did not note any hardware issues. The unit conformed to the manufacturer's published performance specifications and was returned to operation. All related medwatch reports associated with this event: 2122870-2012-00442, 2122870-2012-00443, 2122870-2012-00444, 2122870-2012-00445, 2122870-2012-00446, 2122870-2012-00462, 2122870-2012-00463, 2122870-2012-00464.